Event description:
It was reported that the customer woke up with high blood glucose levels and that the insulin pump sustained physical damage to it. The blood glucose reading was 513 mg/dl. The customer stated that she did not know the exact date on which the damage occurred to the device, but she stated that the damage caused the reservoir to fall out at night. She stated that when she woke up, she noticed that the reservoir was dangling. The most recent blood glucose reading was 51 mg/dl. She noted that there was a missing piece from the reservoir chamber and was advised that the device be replaced. She declined troubleshooting assistance for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, minor scratched display window, broken reservoir tube lip and missing reservoir tube lip o ring.